Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported patient was injected with 3 syringes of juvéderm® voluma¿ with lidocaine in the cheeks and chin, and 1 syringe of juvéderm® volift¿ with lidocaine in chin (c1), mouth corners, and nasolabial folds. Approximately 4 months later patient developed swelling of both cheeks and eyes. Patient was prescribed prednisolone tapered over two weeks. Symptoms resolved after 4 days. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01167 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.